Manufacturer narrative:
(B)(4). Floor slightly bent, dried body fluids on shrouds and floor. Based on the analysis finding of ejected clips, this event is reportable as a malfunction. This instrument was received with the floor slightly bent. Dried body fluids were found on the shrouds and floor. The instrument was cycled, fired 4 conforming clips and 3 ejected clips due to the dried body fluids found on the shrouds and floor. Device locked out as intended. Our manufacturing batch history review identified that a misfeed issue was detected during the manufacturing of one of these lots. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criterion was met before this batch was released for distribution.

Event description:
It was reported that during a cholecystectomy procedure, there was a problem of evacuation of the clips. There was no patient consequence.